Event description:
A doctor reported a leaking transfer set. When the clamp was turned, the transfer set would leak from the distal end of the tubing. The patient uses a stabilization device. There were no additional clamps or hemostats used on the tubing. The transfer set had been in use for between 1 week and 3 months. The doctor usually changes out transfer sets every 6 months. The clinic uses "bonaderm ultra" on transfer sets as a disinfectant, the active ingredient is isopropyl alcohol, 2-phenoxyethanol. The patient does not use a tool to open or close the transfer set. There was nothing unusual noted about the transfer set that may have caused the leak. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h10h11057 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection noted that the transfer set had broken occluder feet. The sample confirmed the reported problem. It was reported that the customer uses "bonaderm ultra" , which is an alcohol containing disinfectant, to clean the transfer set. Alcohol-containing disinfectants may weaken the transfer set material, including the occluder feet, and potentially cause the transfer set to become damaged. The current direction insert which is provided with the affected transfer set instructs the patient to not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.